Event description:
Husband called to report the death of his wife. It was reported that customer was wearing the pump at the time of her death. The md stated on the death certificate that the cause of death was addisonians crisis and brittle diabetes. Unable to perform troubleshooting due to the fact the pump was not available at time of call.